Event description:
On (B)(6) 2011, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. During a previous procedure on an unk date, the right internal iliac artery was coil embolized. During the procedure on (B)(6) 2011, the left internal iliac artery was coil embolized. In the early morning of (B)(6) 2011, the pt presented with reduced blood flow in the left leg. Intravascular ultrasound revealed thrombus in the contralateral leg components placed on the left side, as well as in the proximal end of the trunk-ipsilateral leg component. The physician intervened by ballooning the affected areas and removing the thrombus using endovascular methods. Blood flow was restored. The physician believes there is an underlying cause for the thrombus, and does not attribute it to the devices.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.